Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an unrelated lead replacement on (B)(6) 2023, the patient experienced a post-surgical epidural hematoma due to intense manipulation to remove the old electrode. The patient underwent surgical intervention to resolve the hematoma. The patient was doing well post-operatively.